Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg pocket was repositioned to a new pocket location. The pain experienced by the patient was determined to be a result of ipg migration following weight loss.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient is experiencing pain at the ipg site. To address the issue, surgical intervention to revise the pocket may occur in the future.